Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:25:14. During night drain cycle two, the patient's ultrafiltration reading was 958ml, indicating the home patient (hp) drained 958ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause was one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.